Manufacturer narrative:
This device has been returned, however analysis is not required. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device system was explanted and replaced due to infection. No additional adverse patient effects were reported.